Event description:
It was reported that ¿yesterday the chiropractor did the stimulation¿ on the patient and he felt vibrations after she was done, but he was feeling better on the day of the report. The patient noted that it was not a transcutaneous electrical nerve stimulation (tens) unit that was used on him. Later that day, it was reported that the patient was seeing a chiropractor who was working on his pelvic area. The patient stated that the chiropractor believed his pelvis was pressing against his bladder, which was making him have to go to the bathroom all the time. The patient noted that his pelvis pressing on his bladder might have been caused by a car accident a few years ago. The patient also stated that he had problems before the car accident and interstitial cystitis (ic) was ruled out. The patient mentioned that the therapy was the only thing that had helped. The patient then went on to say that it helped a little, but not enough to where he could live a normal life and it was not where he wanted to be. The patient was on clonazepam. The following day, it was reported that the patient saw his chiropractor (B)(6) because his ¿hips were way off, he was in a car accident.¿ the patient stated that with his medication and therapy, it had helped ¿60-75%,¿ but he still got pressure to go to the bathroom on a constant basis. The patient noted that ¿he could not function before and now he can function.¿ the patient thought his chiropractor may have moved something ¿yesterday¿ when she was working on him because he got some vibration down his leg and in his anal area and he felt like the stimulation increased. The patient told his chiropractor to be very careful. At the time of the report, the patient was not sure if the device was working because ¿when he put the machine on, it did not vibrate, it still did not vibrate down his anal area.¿ the patient mentioned that the night prior to the report, he was able to increase and decrease stimulation to confirm stimulation was turned on. The patient stated that he felt a little bump when he first had the implant right above his tailbone, but the bump was no longer there. The patient already had an x-ray done. The patient stated that the chiropractor bent and cracked him and ¿his pelvic was out and then moved in.¿ the patient stated that when he went to see the chiropractor he felt the stimulator and it was the same stimulation when he felt it in his anal area. The patient did not feel it down his leg and he felt it in the same place he always did. The patient noted that if he went too high he felt some dull pain in his anal area, but confirmed he could decrease stimulation to a comfortable level. The patient stated that he thought the chiropractor ¿must have shaken something up a little bit, but it was not different, he was still ok, it was not like it was not working.¿ the patient only felt a tiny bit of stimulation sensation. The patient was going to cancel his chiropractor appointment until he could see his managing doctor next week. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04buz, implanted: (B)(6) 2013, product type: lead. (B)(4).